Manufacturer narrative:
Device evaluation: returned device was received with cracks and chipped out on both front corners of top case. Cracked battery door. Evidence of reported problem in event log was found. During the evaluation of the device it was unable to determine the intermittent of the error. Problem source is unknown. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.

Event description:
Information was received indicating that a smiths medical medfusion pump experienced issues with the battery depleting. The pump's battery was a 2016 battery and should have 400 cycles, but the battery was depleting after as few as 81 cycles. It was reported than the pump displayed "power update, system failure : depleted battery, system advisory : battery communication time out, base not responding, power off, on dc power". Some type of alert was received, the plug was added to ac power then a biomed error was received. The pump was swapped out before there was impact to the patient. The medication being administered was vasopressin in a 60ml syringe. There was no reported adverse event.